Manufacturer narrative:
(B)(4) date sent: 9/17/2025 d4: batch # 128d71. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 128d71, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Lung cancer what is the surgeon¿s experience with the pvs device? More than 10 years what is the compressed width and thickness of the vessel? About 13mm what is the estimated compressed width of the target vessel? About 0.5mm did the surgeon wait 15 seconds prior to firing? Yes, he did did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes, confirmed. Were any surgical clips used in the area of the device firing? No were there any difficulties with the device or staple formation during the initial procedure? No difficulties reported how was the post-op bleeding identified? Massive bleeding reported how many days postoperative was the bleeding identified? Zero, the bleeding was only intraoperatory what was the total estimated blood loss (ml)? 800ml was a transfusion required? Yes what was the pre and postoperative anti-coagulant and pain management protocol? Pre-op: lexane; post: tradizional treatment to manage post-op was there calcification of tissue that impeded clamping or cutting? No were there any pre-exiting patient conditions? No any clips, clamps, or graspers near the area where the device was being fired? No did the patient receive any preoperative chemotherapy or radiation? No please provide a timeline of events. The bleeding occurred on the third shot, as soon as the blade was released. Fatal consequences on the patient fortunately not, because the medical team intervened promptly. They converted: from lap surgery to open but ended and the patient was discharged after a few days of post-surgery. He certainly lost a lot of blood unfortunately.

Manufacturer narrative:
(B)(4). Date sent: 08/22/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9ec7f, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, when operating the suture on an arterial branch on the right upper site the suture cut without applying the staples. Conversion to hand suture of the vessel, noting that no clips were applied. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2025 photo analysis: a photo provided showed a device from the anvil area with two partially formed staples and two staples on the distal end that appear to be in b-formed shape, also, body fluids on the anvil could be observed. No conclusion could be reached as to what may have caused the malformed staples, as during functional testing of the device no anomalies were noted, and the staple formation was as expected. Additional information received: the surgeon is experienced with echelon and uses the devices well. During a superior right lobectomy procedure, after two firings, on the third, there was not a staple line but only a cut on the artery. Surgeon sutured the artery and the patient had a longer stay at the hospital. This was considered a critical event as the surgeon was worried about the safety of the stapler. The staple were deployed and the legs were very open. Questions: were there any staples? Yes, but they were all open. Any unusual noises heard? No is there a photo available? Yes.